Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock. Technical services (ts) was consulted, discussed it appears to be atrial tachycardia with some aberrancy, at some point the device starts double counting. Ts recommended further review by cardiology and discussed possible troubleshooting options. This s-ICD system remains in service. No additional adverse patient effects were reported.